Event description:
It was reported that on (B)(6) 2013, customer received a call during a witnessed cardiac arrest that occurred by an industrial office. The patient was down for approximately 8 to 10 minutes. Bystander CPR was performed and an AED (automated external defibrillator) was applied. Complainant alleged that during use on the 300ib plus patient, the autopulse resuscitation system operated for about 10 minutes, then exhibited a user advisory 19 (max applied load exceeded) message on the lcd display. Customer placed another battery into the platform; however, this only performed compressions for approximately 4 to 5 minutes. Then the autopulse displayed multiple user advisory messages such as: ua 19, ua 20 (position out of range), ua 09 (discrepancy between software and hardware load plate too large), ua 16 (timeout moving to take-up position), etc. Customer was not sure of all the error messages seen. During battery exchange, manual CPR was performed for 30 seconds. The autopulse stopped working and manual CPR was performed for the remainder of the call which was approximately 8 minutes. Hospital was located about 10 minutes from where the incident occurred. Manual CPR was performed for approximately 15 minutes after arrival at the emergency room and patient was placed on a ventilator and administered a round of epinephrine. Return of spontaneous circulation (rosc) was never achieved. The patient was pronounced dead at the emergency room by the treating physician. The primary cause of cardiac arrest is unknown. It is unknown if an autopsy was performed. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: 3003793491-2013-01012 for autopulse nimh battery with sn (B)(4), 3003793491-2013-01013 for autopulse nimh battery with sn (B)(4), 3003793491-2013-01014 for autopulse nimh battery with sn (B)(4).